Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: contamination was found under all of the button contacts when the keypad cover was removed. There was a display lens leak with moisture observed all throughout the pump. The display was dim and discolored. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that contamination was under the button contacts, there was a display lens leak and the display was dim. This report is made based on results of investigation completed on (B)(6) 2015.